Event description:
The initial attorney report alleged explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - excision of a non-bard mesh and repair of a recurrent ventral hernia with a kugel patch. On (B)(6) 2007 - repair of umbilical hernia with ventralex mesh. On (B)(6) 2008 - excision of both bard meshes, lysis of adhesions, and resection of small bowel fistulas. An unspecified collagen mesh was placed and an appendectomy was also performed. It was noted that "where the kugel patch was, there appeared to be a disruption and an abscess which then fistulized to the ventralex mesh and then there appeared to be another area of fistulization at this area." Both meshes were noted to have adhesions to small bowel. On (B)(6) 2007 - wound debridement. No fistula identified. On (B)(6) 2008 - wound debridement. Enteric atmospheric fistula identified.

Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be an additional implant. The medical records indicate that the patient was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. A culture report dated (B)(6) 2007, four days prior to the mesh excision tested positive for bacterial infection. While there is no indication that the mesh was the source of the reported infection, warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records could not be conducted. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2009-00192 for information related to the kugel patch implanted on (B)(6) 2005.